Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient having spinal therapy. It was reported that the flex arm cannot be fixated. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B2: event date is unknown h3: product analysis #(B)(4), product ID #9560524, lot #my20e001 during the inspection at the time of receiving, it was observed that the holder was loose and that the bearing had deteriorated. Additionally, since it is outside the warranty period, we recommend replacing the handle and handle screw as a preventive measure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.